Event description:
Keypad issue was reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from 10/24/2018 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of an unresponsive keypad - pause key.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Keypad issue was reported.